Manufacturer narrative:
It shouljd be noted that this surgical instrument is not for general use - it is custom.

Event description:
Difficulty mating the tibial drill guide and sizing/resection block.